Manufacturer narrative:
Concomitant medical products. Product ID: 977c265, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient increased stimulation while at work on friday to get some relief, and when they went to turn stim back down again, while decreasing stim they started getting the message saying it could not reach desired level of stimulation. Pt said they checked ins battery level and ins was 40%, so they charged ins full when pt got home and then when they went to turn stim back on (pt had shut stim off to charge) controller came up with settings not available. Pt said they tried turning stim down to 0 and then up again, but kept getting settings not available. Pt said they also tried the same thing on groups a and b, but the same message occurred. Pss asked, pt said they have not had any falls or trauma to ins recently (their last fall was in (B)(6), but they fell on the opposite hip). The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as pt already tried the troubleshooting steps prior to calling ps (charging ins, changing groups). The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturing represent ative (rep) and it was reported that patient states he had a hard fall last (B)(6) 2020. States since then he has not had pain coverage from ins. The rep saw him in office today. Impedance check done. Electrodes 11-15 all high. The rep does not know the values. Office notified and x-ray done. Lead appears to have moved. The rep does not know the next steps. The rep was able to reprogram the patient using 0-7 getting better coverage. 8-10 tired but would hit out of regulation (oor) before achieving perception. The rep does not know the values of impedances for 8-10 but were all green in below 2000. The issue is not resolved. It is unknown if surgical intervention is planned.